Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provide a bg value. Tandem technical support reviewed the pump history and found an occlusion alarm and cartridge alarm 5 had occurred. Customer changed the pump supplies and delivered a bolus to address elevated bg levels. Reportedly, the customer does not always follow the on screen prompts for the load sequence. Recommendation was made to discuss diabetes management with customer's health care professional.